Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that they had issues with the sensor. Customer's blood glucose level was 34 mg/dl. They had to ventilate him last night due to the co2 buildup in his body. The low was due to the insulin pump cutting out of auto mode and the sensor expiring. The self-test passed. The device was not returned.